Event description:
As reported, during laparoscopic transabdominal preperitoneal (tapp) procedure, the surgeon tried to fixate the mesh at the cooper¿s ligament using sorbafix enhanced fixation device which deployed broken fastener. It was reported that the procedure was completed with the same device. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device deployed broken fastener at the cooper's ligament. Based on the information available the most probable root cause is attempted deployment into the cooper¿s ligament, however, without having the sample to evaluate no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document sample evaluation results. The sorbafix device was not returned. Review of the returned fastener confirms the event of the broken fastener. Based on the information provided the most likely cause for the broken fastener presenting in use is the result of forces applied while attempting fixation into coopers ligament. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device deployed broken fastener at the cooper's ligament. Based on the information available the most probable root cause is attempted deployment into the cooper¿s ligament, however, without having the sample to evaluate no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during laparoscopic transabdominal preperitoneal (tapp) procedure, the surgeon tried to fixate the mesh at the cooper¿s ligament using sorbafix enhanced fixation device which deployed broken fastener. It was reported that the procedure was completed with the same device. There was no reported patient injury.